Event description:
Bought colored eye contacts without prescription and they severely irritated my eye. Seller is refusing to take back the product unless I spend (B)(6) to ship back to china which is more than what I paid and they were shipped to me from a warehouse in the USA. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).